Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max), a guidewire, a non-penumbra carotid distal protection filter, a non-penumbra carotid stent and a non-penumbra stent. During the procedure, the physician advanced a neuron max into the patient by direct puncture using a dilator and guidewire. Then, after removing the dilator and guidewire, it was noticed that the markerband of the neuron max had detached at the carotid stenosis. Afterwards, the physician placed a carotid distal protection filter and released a carotid stent. Subsequently, the detached markerband was captured inside the filter after manipulation. The procedure was completed by performing a carotid angioplasty, using the same neuron max, the same carotid distal protection filter, and the same carotid stent. After treatment of the carotid stenosis, the physician performed a thrombectomy using the non-penumbra stent. There was no report of an adverse effect to the patient. It was reported that after removing the neuron max post-procedure, it was noticed that the hydrophilic cover of the distal end of the neuron max was peeled off.